Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, device manipulation during deployment caused the valve to be deployed in a too-ventricular position, leading to paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transapical tavr procedure the 23mm sapien xt valve was deployed in a too ventricular position resulting in significant paravalvular leak (pvl), requiring deployment of a 2nd valve. As reported, the valve was positioned 50:50 across the annulus, but landed 90:10 aortic/ventricular when the surgeon adjusted the valve towards the ventricle during deployment. The patient failed to recover following the deployment and an aortic root angiogram revealed that the valve was implanted too ventricular with significant pvl. The second valve was positioned and landed 50:50 in a more aortic position. The patient recovered well. A post deployment echo revealed mild posterior pvl. The apex was closed and the patient was transferred to the ICU in stable condition. The native annulus measured 22mm by tee and 19x25mm with an area of 393mm2 by CT. There was moderate native valve/leaflet calcification, and mild aortic root calcification. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.